Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that during a procedure the patient's pacemaker had two additional discharges. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event. According the device instructions for use, "do not use this equipment with patients having a cardiac pacemaker or pacemaker electrodes unless otherwise directed by the cognizant cardiology department."